Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the issue with no image on the monitor screen, and the front panel light-emitting diode (led) blinking were due to a faulty main board. The additional finding is as follows: the air pressure was found low due to a faulty orifice and joint unit, dust inside the unit that needed to be cleaned, the wire was found corroded, the tubing was found dirty and needed to be replaced, and corrosion on the top cover and tank socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had no image, and the front panel light-emitting diode (led) was blinking. The issue was found during the device maintenance service. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed on the monitor screen and all light-emitting diodes of the front panel glowed continuously due to a failure of the main board. The event can be prevented] by following the instructions for use which state: - ensure proper power condition at site (proper grounding & no voltage fluctuation). - equipment to be placed in proper ventilated area for heat dissipation. - during fumigation equipment must cover or moved to other area. - equipment to be placed in dust free environment. - prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. - clean the equipment with soft & clean cloth. Olympus will continue to monitor field performance for this device.